Event description:
During (B)(6) 2010 service call to a customer site for the elite microplate system/automated microplate workstation, it was determined that the tadm (total aspiration and dispense monitoring) clot detection system for the instrument had been turned off since a service call in 2007. The tadm system is intended to notify the user when a clot prevents aspiration of the correct volume of specimen. When a clotted specimen is tested on the elite and the tadm is not enabled, either the sample will be reported as negative or the entire plate will be rejected. The elite system was being used for hiv antibody testing with the (B)(4) gs (B)(4) plus o eia at the testing site. Without this clot detection, some samples may have been reported as (B)(4) negative when adequate sample volume had not actually been tested. Samples that may have been affected are being retested, and no false negative samples have been identified to date.